Event description:
It was reported that the patient presented remotely via merlin.net transmissions with an alert for high voltage lead impedance out of range. There were no other electrical anomalies. No patient symptoms were reported.